Event description:
A customer reported, that the unit of measurement of their freestyle flash meter changed. There was no report of death, serious injury or mistreatment. The customer's meter has been returned. Product is currently under investigation.